Manufacturer narrative:
"Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined."

Event description:
It was reported that an unspecified optima injector luer lock separated from the mating component during use. The following was reported by the initial reporter: "bd 098 reported date: (B)(6) 2021 event date: (B)(6) 2021 item number: not reported; lot number: not reported; item retained in defect depot?: not reported; picture: not reported".